Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lips cracking up, inflammation, itchiness, discomfort, pain, swelling, and bumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, inflammation, itching, pain, edema and peeling: "precautions for use. ¿there is no available clinical data (efficiency, tolerance) about injection of juvéderm® volbella¿ with lidocaine into an area which has already been treated with another filling product. It is recommended not to inject it in site which has been treated with a permanent implant. Undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...), which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site."

Event description:
Patient reported being injected with juvéderm® volbella¿ with lidocaine in the lips by a healthcare professional. Approximately 1 year later, the patient was also injected with modelis in the lips by another injector. Twenty four hours later, the patient developed inflammation of the lips, itchiness and discomfort. The lips were also "cracking up." The patient had a "procedure to remove products" around 2 months after the onset of symptoms and some symptoms subsided. However, the upper lip was "a little swollen." The other injector noted that there was a "cross reaction between products." Around 2 weeks later, the patient had an "additional procedure" to remove product, possibly with hyaluronidase but the patient was not sure. The patient's "upper lip is very swollen, uncomfortable and painful" while "two sides of upper lip now have bumps." Patient continued to have hyaluronidase treatments that resulted in some bruising from the treatments. The other injector noted the bruising was a result of the hyaluronidase injections and the patient "seems to be getting better," however the patient is very unhappy. Around another 1.5 years later, the patient noted that symptoms were ongoing and improving, but noted that "both lips swell" while being "in the sun for a long time."

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported being injected with juvéderm® volbella¿ with lidocaine in the lips by a healthcare professional. Approximately 1 year later, the patient was also injected with modelis in the lips by another injector. Twenty four hours later, the patient developed inflammation of the lips, itchiness and discomfort. The lips were also "cracking up." The patient had a "procedure to remove products" around 2 months after the onset of symptoms and some symptoms subsided. However, the upper lip was "a little swollen." The other injector noted that there was a "cross reaction between products." Around 2 weeks later, the patient had an "additional procedure" to remove product, possibly with hyaluronidase but the patient was not sure. The patient's "upper lip is very swollen, uncomfortable and painful" while "two sides of upper lip now have bumps." Patient continued to have hyaluronidase treatments that resulted in some bruising from the treatments. The other injector noted the bruising was a result of the hyaluronidase injections and the patient "seems to be getting better," however the patient is very unhappy. Around another 1.5 years later, the patient noted that symptoms were ongoing and improving, but noted that "both lips swell" while being "in the sun for a long time."